Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the blood glucose readings are fluctuating low to high. The insulin pump alarmed motor error. Customer dropped the insulin pump. During troubleshooting, the high pressure test failed. The insulin pump will be returned for analysis. Nothing further reported.